Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a defective lid (not further specified). This issue was identified during the labelling stage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The lot was manufactured from july 30, 2019 - july 31, 2019. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All caps from the sample were found to be in the product specifications. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.